Manufacturer narrative:
(B)(4). No product was returned to assist in the investigation. Per quality control specification, the type and outside diameter of tubing for the inner and outer catheters is confirmed, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. The device was returned to assist in the investigation. Additional info was requested, but not provided as to the location and appearance of the fracture. The report from the customer notes that the pt had a history of multiple aorta/fem grafts and scar tissue. It is possible that the device encountered resistance beyond its design due to scarring at the insertion site. We are continuing to monitor for similar complaints and have notified the appropriate personnel. Quality engineering risk assessment was not updated in response to this complaint. The addition of this complaint would not change the conclusion of quality engineering risk assessment; therefore, no further mitigating action is necessary at this time, is still valid. A review of records found an occurrence rate of only 0.001%.

Event description:
As reported on the FDA 3500a medwatch form: punctured right groin. Pt had history of multiple aorta/fem grafts and scar tissue. Micropuncture sheath inserted into graft. Physician had difficulty advancing and micropuncture sheath collapsed on itself. When physician pulled back on the sheath, it broke off inside of the pt. Required intervention to prevent permanent impairment/damage but type of intervention and pt outcome were not provided by the reporter. Update received from area rep: (B)(6) 2011 part of the cannula that broke off in the pt was sticking out of the artery, but it was still under the skin and could not be seen. It was bleeding very badly. They had not idea why it was bleeding so much. Incidentally they happened to notice that the cannula appeared shorter than it should be and figured it out from that. They could not control the bleeding and had to send the pt to surgery.